Event description:
It was reported that while a member of the operating staff was putting a patient into flex position, the level button was pressed, but the table allegedly went into trendelenburg position instead.

Manufacturer narrative:
The table was examined by a berchtold field service technician. After a visual and performance evaluation, the technician found no apparent deficiences. The hand pendant was reportedly replaced.